Event description:
It was reported that a device could not be interrogated. It was also reported that there was an apparent lead fracture and high pace/sense impedance on the right venticular lead. The device was explanted and replaced. The right ventricular lead was capped and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported that there was an apparent lead fracture and high pace/sense impedance on the right ventricular lead. The lead was capped and replaced. It was further reported that the device was explanted and replaced, and returned to the manufacturer due to failure to be interrogated. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and analysis was inconclusive.